Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer found the cartridge leaked insulin out of the adapter end, and she noticed the cartridge was partially out of the pump. She is alleging that the cartridge is the source of the leak. No adverse event alleged. A request was made for the return of the device. Lot not provided.